Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "safety evaluation of the minimed 670g system in children 7-13 years of age with type 1 diabetes," 111 children aged 7-13 years with type 1 diabetes participated in using the 670g system. Of the 111 subjects enrolled in the study, there were four screen failures and 27 instances of severe hyperglycemia. However, no troubleshooting occurred for the four screen anomalies noted. No products were returned for analysis as a result of the study's findings.